Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('perforated the uterus and was in abdominal cavity') in a 50-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, urinary incontinence, groin pain, endocardial fibrosis, endometrial neoplasm, stress urinary incontinence, anxiety and depression. Concurrent conditions included lower abdominal pain, endometrial polyp, fallopian tube obstruction and irritability. Concomitant products included nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, progesterone since december 2010 and testosterone since december 2010. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced pelvic pain ("suffered physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In october 2009, the patient experienced anxiety ("psychological or psychiatric problems ¿ anxiety/mental anguish,") and depression ("psychological or psychiatric problems ¿depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and hot flush ("hormonal changes ¿ hot flashes"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft), trazodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hot flush, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, hot flush, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: correct placement of the essure devices.. Hysterosalpingogram - on (B)(6) 2009: which confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Ultrasound scan - on (B)(6) 2012: right essure had possible ¿perforated the uterus¿ and was in the abdominal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation , hot flashes and menorrhagia. Lot number: 654848 manufacture date: 2009-07 expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('perforated the uterus and was in abdominal cavity') in a 50-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, urinary incontinence, groin pain, endocardial fibrosis, endometrial neoplasm, stress urinary incontinence, anxiety and depression. Concurrent conditions included lower abdominal pain, endometrial polyp, fallopian tube obstruction and irritability. Concomitant products included nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, progesterone since (B)(6) 2010 and testosterone since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems ¿ anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems ¿depression/psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hot flush ("hormonal changes ¿ hot flashes"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft), trazodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, hot flush, anxiety and depression outcome was unknown and the pelvic pain, menorrhagia, bladder disorder, urinary tract disorder, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, hot flush, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, perforation : yes diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: correct placement of the essure devices.. Hysterosalpingogram - on (B)(6) 2009: which confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Ultrasound scan - on (B)(6) 2012: right essure had possible ¿perforated the uterus¿ and was in the abdominal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation , hot flashes and menorrhagia. Lot number: 654848, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: fu 4 and 5 processed together. Pfs received. Reporter information updated and added. Event : abdominal pain, metorhagia (bleeding b/w periods). Outcome of the event pelvic pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems were updated. On 5-sep-2019: fu 4 and 5 processed together. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('perforated the uterus and was in abdominal cavity') in a 50-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, urinary incontinence, groin pain, endocardial fibrosis, endometrial neoplasm, stress urinary incontinence, anxiety and depression. Concurrent conditions included lower abdominal pain, endometrial polyp, fallopian tube obstruction and irritability. Concomitant products included nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, progesterone since (B)(6) 2010 and testosterone since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems ¿ anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems ¿depression/psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hot flush ("hormonal changes ¿ hot flashes"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft), trazodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, hot flush, anxiety, depression, female sexual dysfunction, dysmenorrhoea, fatigue, migraine and weight increased outcome was unknown and the pelvic pain, menorrhagia, bladder disorder, urinary tract disorder, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain: apareunia, dysmenonorhea(cramping), pelvic pain, abdominal pain, bleeding: metorhagia, psych injury, perforation : yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: correct placement of the essure devices.. Hysterosalpingogram - on (B)(6) 2009: which confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: right essure had possible ¿perforated the uterus¿ and was in the abdominal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation , hot flashes and menorrhagia. Lot number: 654848 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: apareunia, dysmenorrhoea (cramping), migraine, weight gain, fatigue were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('perforated the uterus and was in abdominal cavity') in a 50-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, urinary incontinence, groin pain, endocardial fibrosis, endometrial neoplasm, stress urinary incontinence, anxiety and depression. Concurrent conditions included lower abdominal pain, endometrial polyp, fallopian tube obstruction and irritability. Concomitant products included nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, progesterone since (B)(6) 2010 and testosterone since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems ¿ anxiety/mental anguish/psych injury") and depression ("psychological or psychiatric problems ¿depression/psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hot flush ("hormonal changes ¿ hot flashes"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), migraine ("migraine headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft), trazodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, hot flush, anxiety, depression, female sexual dysfunction, dysmenorrhoea, fatigue, migraine, weight increased, nausea and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, bladder disorder, urinary tract disorder, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain: apareunia, dysmenonorhea(cramping), pelvic pain, abdominal pain, bleeding: metorhagia, psych injury, perforation : yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram - on (B)(6) 2012: correct placement of the essure devices.. Hysterosalpingogram - on (B)(6) 2009: which confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: right essure had possible ¿perforated the uterus¿ and was in the abdominal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation , hot flashes and menorrhagia. Lot number: 654848 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Events ; nausea, dyspareunia (painful sexual intercourse) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('perforated the uterus and was in abdominal cavity') in a (B)(6)female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, urinary incontinence, groin pain, endocardial fibrosis, endometrial neoplasm, stress urinary incontinence, anxiety and depression. Concurrent conditions included lower abdominal pain, endometrial polyp, fallopian tube obstruction and irritability. Concomitant products included nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, progesterone since (B)(6) 2010 and testosterone since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems ¿ anxiety/mental anguish,") and depression ("psychological or psychiatric problems ¿depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and hot flush ("hormonal changes ¿ hot flashes"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft), trazodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hot flush, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, hot flush, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: correct placement of the essure devices. Hysterosalpingogram - on (B)(6) 2009: which confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: right essure had possible ¿perforated the uterus¿ and was in the abdominal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation , hot flashes and menorrhagia. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received- new events-¿ perforation (uterus), abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), bladder or urinary problems or changes: bladder disorder nos and urinary tract disorder nos, hormonal changes ¿ hot flashes, psychological and psychiatric problems ¿ anxiety/mental anguish and depression¿, reporter and patient demography ,medical history, lab data, lot number and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.